Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had two cracks on the reservoir window. Insulin was squirting out of the insulin pump. Her blood glucose level was not reported. The drive support cap was protruded. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The pump was received with a protruded/loose drive support disk, missing end cap sticker, a cracked reservoir tube window, broken reservoir tube lip, broken belt clip slot at battery tube threads area and minor scratches on the lcd window.